Event description:
It was reported that the insulin pump had an unresponsive keypad and the customer could not clear an alarm. The blood glucose reading was 249 mg/dl. The customer stated that she was pushing into the pool prior to the issue. Advised the discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. Moisture damage was noted on the interface board. A cracked case near the display window corner, cracked display window, minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.